Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, suffering, disability and impairment.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Per additional information received, the patient has experienced mesh extrusion, exposed mesh with intercourse, vaginal discharge, mesh erosion, cystocele, enterocele, rectocele, vaginal vault prolapse (prolapse), blood loss, dyspareunia, discomfort, pressure, bulge in vagina, chronic pain, foreshortened vagina, vaginal vault, bifurcated, sexual dysfunction, loss of sexual satisfaction, urinary leakage, vaginal scarring (scarring), postmenopausal atrophic vaginitis (vaginal inflammation), stress incontinence, bleeding during intercourse, unspecified symptom associated with female genital organs, non-healing injuries, feel the mesh (foreign body sensation), pelvic pressure, enterocele recurrence, chronic hematuria, bladder infection, vaginal pain, urinary incontinence, and required nonsurgical and additional surgical interventions.